Manufacturer narrative:
It was reported that the patient has pain and stiffness as well as some mechanical symptoms such as clicking and catching. A revision surgery is planned to perform an open synovectomy and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain and stiffness as well as some mechanical symptoms such as clicking and catching. A revision surgery is planned to perform an open synovectomy and to exchange the poly inserts.